Event description:
The customer stated that he was driving when he hit a curb with his car and was stopped by the police. The customer stated that he does not remember much after that, but states that he was treated at the scene for low blood glucose and sent home. The customer stated that earlier in the day he was treated for dinner and programmed a 3 unit bolus in the insulin pump, but a few moments later he saw that the insulin pump had delivered more than 9 units into his body. The customer stated that he was treated for potential low blood glucose and approximately 2 hours later is when the event occurred. Troubleshooting was performed and the 9 unit bolus was not found in the bolus history of the insulin pump. The customer also stated that the paramedics have been called to treat him for low blood glucose several times in the past year. The displacement test was performed twice and the insulin pump failed both times. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Boluses were randomly programmed and delivered with the insulin pump, and all boluses were correct and recorded in the bolus history.